Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the procedure was a l3/s1 lami fusion on (B)(6) 2016. When prepping for screw insertion, the scrub nurse attempted to load the pedicle screw onto screwdriver and noted it was not engaging onto screwdriver. When the screw was inspected, it was noted that a small fine shave of threads had come off both the screw and the screwdriver. The screw and driver were put aside and a new screw was loaded. The damaged screw and driver were not used in the patient as it was noted prior to surgeon attempting to insert. The procedure was completed successfully with substitute screws and screwdriver. There was no adverse outcome to patient. No delay to the procedure was reported. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the complaint device (t25 stardrive shaft f/matrix long, part number 03.632.072, lot number 6677719). The device was received with the complaint that while attempting to load a matrix polyaxial screw (04.639.645) onto a matrix holding sleeve (03.632.036), both the screw and holding sleeve threads were damaged. Additionally it was noted that a t25 screwdriver shaft ¿ long (03.632.072) was stripped. The t25 stardrive shaft long (03.632.072) is one of four t25 driver shafts intended to be utilized in final locking tap tightening for the matrix system (03.632.002, 03.632.072, 03.632.400 and 03.632.401). Proper technique includes the use of a 10nm torque limiting ratchet handle (03.620.061) and a countertorque (03.632.049). The following caution is noted: ¿never use fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used when using any of the stardrive shaft options breakage of the driver may occur and could potentially harm the patient.¿ (technique addition - final tightening). The returned driver was examined and the complaint condition was able to be confirmed as the driver was found to be worn with all six of the lobes damaged (chipped). No definitive root cause was able to be determined; the failure mode is consistent with incorrect technique/application of excessive force. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history record review was performed for the complaint device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. Release to warehouse date (date of manufacture): sep 8, 2012 synthes (B)(4). Supplier: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 4 for (B)(4).

Manufacturer narrative:
The complainant part was manufactured on september 8, 2011. The year was inadvertently reported as 2012 in the previous medwatch submission. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.